Event description:
On 06/06/2025, a sales representative reported via (B)(4) that an ar-13999mf fastpass scorpion jaw slips, it won't hold tissue. This occurred during a case with no effect on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, the jaws did not close completely. Functional testing was performed and the jaws did not close as intended, leaving a small gap. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.